Manufacturer narrative:
Citation: tsushima t et al. Risk prediction model for permanent pacemaker implantation after transcatheter aortic valve implantation: a single high volume center experience. Journal of the american college of cardiology. 2019 mar;73(9):suppl 1 p 341. Doi: 10.1016 /s0735-1097(19)30949-0. Epub 2019 mar 9. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a risk stratification for post-transcatheter aortic valve implantation atrio ventricular block requiring permanent pacemaker implantation. All data was collected from a single center between march 2011 and january 2018. The study population included 761 (patient demographics not provided), an unspecified number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: atrioventricular block requiring permanent pacemaker implantation. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.